Event description:
The balloon ruptured at 19 atms after being inflated three times. Appeared to have ruptured non-longitudinally. Difficulty experienced during withdrawal. Part of the balloon embolized into the graft. The balloon was successfully removed using a snare.